Event description:
The pt was implanted with a left ventricular assist device. Approx 23 months post-implant, the pt reported a small hole in the percutaneous lead which fluid was leaking from. Damage to the internal portion of the percutaneous lead was suspected. An x-ray suggested a sharp angle in the percutaneous lead near the pump housing.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.